Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device check, the pulse generator exhibited loss of output and high impedance. During procedure, it was noted that the right ventricular lead was disconnected from the device. The lead was tested through psa and no anomalies were noted. The lead was then plugged into the device and the same electrical anomalies were observed again. The device was explanted and replaced with a competitor product successfully. The patient experienced no adverse event throughout.